Event description:
It was reported that during a low anterior resection procedure, the rep was unable to give details as facility contact was away (B) (4) when they picked up the defective device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). The device (a) was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip broke off. The device (b) was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised, such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The analysis showed that the device c was returned with the distal tip of the blade broken off but returned with the device. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure, and continued usage can result in a broken blade each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b batch f9gd50, mfg date 3-27-09, exp date 2-27-14. Device c batch f9g55e, mfg date 2-23-09, exp date 1-23-14.